Event description:
It was reported that the device had reached elective replacement indicator and early battery depletion was suspected. The device was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Add'l devices: 4194 implantable pacing lead (B)(6) 2009, 6947 implantable tachy lead (B)(6) 2009. (B)(4).